Event description:
In 2008, I applied an icy hot heat therapy air activated heat patch to my lower back to help soothe muscle pain. I used the patch as directed, for the directed amount of time. When I removed the patch later that day, my skin came off with the patch leaving 2 areas of exposed flesh on my lower back. I initially thought it was because the adhesive on this product seemed to be very strong, I was in horrible pain, so I sought medical attention, and my dr informed me. I actually had suffered 2nd degree burns. That was the reason my skin had peeled off with the patch. There are two areas on my lower back that were burned one round area approx 3/4-1 inch in diameter, and another area that was approx 1 1/2 x 2 inches. My husband bandaged the area and I soon sought medical attention due to the excruciating pain. Since it was on my lower back, it was virtually impossible to sit or lie on my back because of the pain. I also lost work because of this issue. The burn can still be seen almost a month later. I retrieved the original packing, unused product, and the used patch that actually burned my skin. I also have photos of the burned area. Dose or amount: 1 patch, frequency: 8 hrs, route: transdermal. Dates of use: 2008. Diagnosis or reason for use: soothe sore lower back muscle.